Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as misaligned insertion and improper bone preparation.

Event description:
On 11/06/2025, it was reported by a sales representative via (B)(4) that an ar-3642sp knotless fibertak anchor pulled out as they went to shuttle the suture through it. This was discovered during a shoulder scope. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.